Event description:
The pt experienced a loss of felling in her legs 2 days post surgery. The implantable neurostimulator battery and lead were explanted. The pt was able to move her feet as of (B)(6) 2010. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).